Manufacturer narrative:
The suspect medical device was returned to the manufacturer for investigation. The evaluation/investigation confirmed that the hf resection electrodes were deformed and partially melted at the distal end/tip. However, no fragments/parts are missing. Wear and tear of the working element is most likely causal for the reported event. The quality of contact in the working element might have been poor, resulting in some sparkover. Therefore this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrodes without showing any abnormalities related to function and safety. The case will be closed on olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the loop at the distal end of the hf resection electrode broke. It is unknown whether the electrode just broke or whether a fragment broke off and possibly fell into the patient. The intended procedure was successfully completed with a similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
Correction: b5 ¿ describe event or problem: the suspect medical device was not returned to the manufacturer for evaluation/investigation. Therefore, the evaluation was performed exclusively on the basis of the information/photos provided by the customer. According to the photo provided of one of the electrodes, the electrode¿s cutting wire is broken and the ends of the wire have melted into balls. This type of damage is typically caused by excessive force, use-related wear and tear, or improper handling. Furthermore, there is thermal damage at the proximal end of the electrode, which indicates that the electrode had not been mounted correctly. Thus, the event/incident was attributed to use error. Also, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrodes without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the loops at the distal end of four hf resection electrodes of the same batch broke. It is unknown whether the electrodes just broke or whether fragments broke off and possibly fell into the patient. The intended procedure was successfully completed with a similar device and there was no report about an adverse event or patient injury.